Event description:
It was reported that the clinician selected the transmission date and the error message "unexpected error has occurred" in the remote website. The clinician was unable to review the remote monitor transmission. The clinic was on ie8 version of the explorer. The clinician needed the report as soon as possible; therefore, technical support (ts) faxed the report to the clinician. The report indicated "electrical reset." The device experienced electrical reset. The reset was due to a ram parity error and programmed operation was restored automatically. Ts asked if the clinician would like device support for clinical review. The clinician declined and will call back if further assistance was needed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) - power on reset parameters: the device experienced a critical ram parity error por on (B)(4) 2012 in location "00 63." The device should be able to recover from the event and continue normal function.